Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was intubated and shortly discovered that a cuff leak developed. The tube had to be exchanged by anesthesia. The patient was never prone and maintained on a nimbex drip for the day. Peep started at 16 but progressively weaned down to 10 throughout the day. A troubleshooting with the tube was tried (pilot line and positioning) without success. After the tube exchange, it was clear that the unit had a blown cuff.